Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, an air bubble was observed in the infusion set cannula. Customer's blood glucose was 229 mg/dl at time of report. Reportedly, the infusion set was changed to address the issue.